Event description:
It has been identified that this record mrn 9617229-2024-09915, is a duplicate of mrn 9617229-2024-15332. Please see mrn 9617229-2024-15332 for reportable events.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.